Event description:
The patient reported, she is feeling an "electrical bite" type sensation near the ipg site. The sjm representative met with the patient and diagnostic testing revealed impedances were within normal limits. The patient has lost weight and the ipg may be moving in the pocket, which may be causing the sensation. Follow-up indicated the physician stated the patient had a slight systemic infection, not due to the ipg. The patient has a history of systemic infections before the ipg was implanted. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.